Manufacturer narrative:
An event of a patient death with unknown cause was reported. The device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired due to unknown causes. There was no apparent malfunction related to the devices and the cause of the death remains unknown. Further information was not available. Related manufacturer reference number: 2017865-2018-01328, 2017865-2018-01329.